Manufacturer narrative:
The awl tip shear most likely resulted from mechanical overload during the freehand approach. Lacking the trajectory control of a dts guide, the instrument was subjected to off-axis loading and bending moments during impaction. These lateral stresses from slight trajectory deviations, exceeded the part's strength at the tip transition. Therefore, root cause is misuse due to non-guided placement causing off-axis mechanical stress.

Event description:
Surgeon used the awl in a free-hand approach through the cage after seating the cage and plate construct into place. Upon impacting the awl, the tip of the awl sheared off. The piece was in the patient's bone but they were able to remove it and place the screw. The bone was not abnormally hard and no abnormal technique was used. No harm to the patient occurred.